Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue has been happening periodically over a period of a few weeks. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that "20-30 minutes" after the alleged issue stared she developed symptoms of low glycaemia but could not specify what they were. The patients also request that she was not to be contacted regarding the symptoms she experienced. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that this was not the first time the patient had used the subject meter, the patient was using the correct test strips, using the correct testing steps and there was no misuse of the meter. When pressing down on the power button the error 2 message did not reoccur. The issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.